Event description:
It was reported the pump was being turned off due to a flipped pump and inability to find a healthcare provider (hcp) for pump management. It was unknown to the reporter when the flipped pump occurred. The reporter indicated on the report date, that it was intended to turn the pump to an off state. The patient was "unable to find anyone to manage the pump." No further details were provided. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8840, lot#/serial# unknown, product type: programmer. Physician product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).